Event description:
It was reported, the video system center had an e315 error alarm. The issue occurred during inspection for use for a diagnostic procedure. The procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation confirmed the e315 error code. The evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d10 and h10 (the reportable malfunction was not confirmed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.